Event description:
It was reported that a patient presented for a generator change. Upon fluoroscopy, both the atrial and right ventricular (rv) leads were found dislodged. The physician elected to explant and replace the atrial and rv leads. The patient was discharged following the procedure.